Manufacturer narrative:
The hill-rom tech found the head brake caster to be inoperable. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes on the head section are not working (brakes are not holding). The bed was located at the account in (B)(6). This report was filed in our complaint handling system as (B)(4).